Event description:
The patient was implanted with the rns system (neurostimulator and three depth leads) on (B)(6) 2024. The additional lead placement [(l) pulvinar lead] resulted in a secondary scalp incision. On (B)(6) 2025, the wound, near the left pulvinar lead, was reported to be healing poorly. On (B)(6) 2025, an exploration and washout of bilateral scalp incisions was performed. On (B)(6) 2025 the infection required an explantation of the left pulvinar depth lead. The remaining two leads and the neurostimulator remained in place. Treatment for the deep incisional infection at the left pulvinar lead incision site included oral doxycycline 100mg bid for 6 weeks following positive culture results.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.